Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a swollen abdomen and reportedly felt suffocated while performing pd therapy with a homechoice claria device. The cause of the symptoms was unknown. The event occurred during an unspecified fill cycle. The home patient was referred to the hospital, however, it was not reported if the patient was admitted due to the event. No medical invention was reported. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.